Event description:
It was reported that during training, an infinity r50n recorder began to have a strong burning smell, smoke, and was hot to the touch after a few hours of usage. There was no pt injury reported.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.